Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 250 mg/dl. The customer stated that he had been been on the water in a vessel and there was moisture in the air, as it was a humid environment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners and battery tube threads and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.